Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with syncope. Upon device check it was shown that the ventricular lead's threshold increased and episodes of loss of capture occurred. The device was reprogrammed. Patient was stable after the event.